Event description:
Received info from UK affiliate. Ecp reported a 33 y/o male pt was treated at hospital for a diagnosis of suppurative keratitis. The pt was treated with ofloxin hourly, predisolone, levobunatol and homatropine. The injury has been resolved, and pt remains out of contact lenses at this time.